Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl, and a fall resulting in an unspecified ankle injury. Cause of low bg level was unknown. Bg was treated via a glucagon injection, and intravenous insulin and saline. Reportedly, customer left the ER 6-7 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.